Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Est strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer complaint of e-5 error; test strip error. E-5 error occurred after blood sample applied to test strip. Customer was feeling dizzy, blurred vision, fatigue, extreme tiredness and frequent urination. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings and observed symptoms. Blood test performed fasting during call on (B)(6) 2016 produced result of 158mg/dl. Test strip lot manufacturer's expiration date is 01/13/2019 and open vial date is (B)(6) 2016. The customer just received the meter and has no memory. The customer stated she just received her meter on (B)(6) 2016, and she stated the meter has been displaying an e-5 since she got the meter.